Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On an unknown date in (B)(6) 2016, the patient experienced redness and tenderness at the stoma site and had temperature of 98 degree f. On (B)(6) 2016, the patient was started on antibiotic clindamycin 300 mg twice a day for 7 days to prevent stoma site infection.